Event description:
Pt reportedly obtained a blood glucose result of 368 mg/dl, while using the suspect device with the advantage meter. At the time the result was obtained, pt was exhibiting symptoms of hypoglycemia. Pt opened a new strip vial and retested blood glucose, 2 or 3 minutes later, and obtained a result of 42 mg/dl. Pt phoned a relative for assistance. Upon their arrival, pt was treated with candy and orange juice. Pt noted that he would have been able to self-treat but prefers to have someone nearby when feeling hypoglycemic. The MFR requested the return of the suspect product for evaluation.